Manufacturer narrative:
There was no patient involvement. The heater-cooler (B)(4) is not distributed in the USA, but it is similar to heater-cooler (B)(6), which is distributed in the USA). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not cool during priming. There was no patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the reported cooling issue affected cardioplegia circuit only and that it was due to a disconnected cable. The issue could be solve by reconnecting the cable. Reportability decision changes to not reportable event based on additional information received that the cooling issue affected cardioplegia circuit only and not the patient side. A cooling issue on cardioplegia side in not likely to result in serious injury since cardioplegia solution is delivered in small volumes and temperature management can be executed through alternative methods (i.e. Ice for cooling).

Event description:
See initial report.